Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. Customer stated that he changed his reservoir and went through the entire rewind/prime process and pump did not alarm no delivery and he did see insulin exit. The customer declined any further troubleshooting because he did not want to waste the insulin. The customer was advised that we will reimburse request for insulin loss and sending 2 replacement infusion sets and 2 replacement reservoirs.